Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hub, hypotube, collar, distal shaft, and tip were microscopically and tactilely inspected. Inspection revealed kinks in the hypotube located 21cm and 23cm from the strain relief, flattened and split tip, and the shaft was flattened for 14mm starting at the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 30-mar-2018. It was reported that resistance during advancement and withdrawal occurred. A guidezilla¿ guide extension catheter was selected for use for a percutaneous coronary intervention for a patient with congenital heart disease (chd). During the procedure, it was noted that there was resistance during advancement and withdrawal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the tip was split.